Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-may-2022 to 29- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not display the hydromorphone medication order on patient's profile order. A technical support specialist found multiple visits for the patient mentioned, orders were sent for incorrect patient profile. Created new visits by admission, discharge, and transfer (adt) department while the patients were transferring to new unit and advised customer to update the existing visit's unit to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system did not display the hydromorphone medication order on patient's profile when nurse attempted to remove it for a patient, causing delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that medication order was sent to incorrect patient profile due to multiple visits were created for this patient. The facility's admission, discharge, and transfer (adt) department created new visits whenever the patient was transferred to new unit, so the manufacturer advised them to use the existing visit unit instead of creating a new visit every time. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not display the hydromorphone medication order on patient's profile when nurse attempted to remove it for a patient. Customer stated that there was an impact to patient care due to the inability of accessing the medications and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.